Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The device was explanted and replaced. It was reported that the right ventricular (rv) lead exhibited high thresholds, at a time when the patient was underdoing chemotheraphy. It was also reported that post device change, the threshold values were satisfactory. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.